Event description:
The customer reported a malfunction on the pump, with a malfunction code labeled as malf 9. Despite the issue, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with this process, and confirmed that the malfunction code did not recur after resetting. The customer was informed that they could continue using the pump and to call back if any issues arose again, which they acknowledged and understood.